Event description:
A report was received that the patient had lost weight and was experiencing discomfort, and the patient's ipg was protruding. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had lost weight and was experiencing discomfort, and the patient's ipg was protruding. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information indicates that the patient will not be explanted due to non-device related issues. No further action will be taken at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead, 50cm.